Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported that the system had a corrupt hard drive and would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.